Event description:
Additional information reported indicated that the cause of the event was due to a lead migration. X-ray on (B)(6) 2013 showed the leads at t8-9 and t2-3. The appointment for surgical intervention was scheduled for (B)(6) 2013.

Event description:
It was reported that there were impedance readings of greater than 10 ,000 ohms on electrode pair 6,7. It was noted that the rest of the impedance pairs were showing highs (in ohms) of 3000s, 5000s and 9000s. The reporter noted that electrode pair 0,1 showed an impedance reading of 1075 ohms and a bipole was programmed with those two. The reporter indicated that the patient felt a tiny tingle "very lightly" just above the implantable neurostimulator (ins) at 10.5v. The patient reportedly had no stimulation sensation as of (B)(6) 2013 and normally had stimulation across the back, under the arms, and down to the right thigh. It was noted that the patient had good stimulation and then it just stopped. Information on the clinician programmer showed that the patient was recharging every week to 100% and the patient programmer showed that the ins was on, but the patient felt no stimulation. It was noted that there were no error codes showing on the patient programmer or the clinician programmer. Two days later, it was reported that the patient was reprogrammed with virtually no sensation of stimulation. The reporter stated that the patient was going to be scheduled for an x-ray to see if the leads had moved. It was noted that the cause of the issue was not determined.

Manufacturer narrative:
Concomitant medical products: product ID 74002, lot# n224666, implanted: (B)(6) 2009, product type: adapter; product ID 7495lz25, serial# (B)(4), implanted: (B)(6) 2002, product type: extension; product ID 7495lz25, serial# (B)(4), implanted: (B)(6) 2002, product type: extension; product ID 3887-33, lot# j0225567v, implanted: (B)(6) 2002, product type: lead; product ID 3887-45, lot# j0222729v, implanted: (B)(6) 2002, product type: lead. (B)(4).